Event description:
It was reported that the procedure performed was to treat a mildly calcified, mildly tortuous left anterior descending coronary artery that is 80% stenosed. Once at the lesion, repeated attempts to inflate the balloon of the 2.50x23 xience alpine drug-eluting stent delivery system at 10 atmospheres were unsuccessful. After withdrawal, a leak was observed at the connection between the shaft and balloon. A new unspecified stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.